Event description:
It was reported that the atrial lead exhibited rising and high thresholds as well as undersensing. It was determined the lead had d islodged post-operatively. The lead was respositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)